Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va133h0, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins). Health care professional reported the patient had a symptom return potentially due to several bad falls. The physician assistant reportedly ordered an x-ray and checked lead and battery. It was reported that the patient was not feeling stimulation, the patient was reprogrammed, and it was painful and/or they didn't feel it appropriately. It was painful only down their leg when they turned it up to 8. An impedance check was done and no out of range impedances on lead or battery were found. The health care professional decided to explant and re-implant. No further complications reported/anticipated.